Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, while splitting the sheath after lead placement, one side of the sheath handle had pulled off. Thus the sheath did not split apart and had to be removed gently over the lead. The physician indicated that this was the second time this has occurred, and acknowledged that they may be "too rough-handed with it". The procedure was successfully completed, and the sheath discarded. No patient complications have been reported as a result of this event.